Manufacturer narrative:
Continued: e.1.: phone no.(B)(6).

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Ultrasound and mammography diagnosed rupture event.